Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced low blood glucose and high blood glucose. The customer blood glucose level was 39 mg/dl at the time of incident. Customer reported that she was a cancer survivor and got her whipped surgery. The insulin pump will not be returned for analysis.